Event description:
It was reported that a freestyle libre 3+ sensor initially failed to pair with the ilet bionic pancreas, and after guided troubleshooting and a device restart, the sensor paired successfully and displayed a warmup countdown. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no impact to therapy beyond a brief pairing delay. User support included remote troubleshooting and user education. Investigation of this case revealed a successful resolution following device restart, consistent with transient connectivity or setup issues without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient software behavior.